Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. No allegations were received against this device from the field. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. No adverse patient effects were noted.